Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it dislodged from the annulus upon release from the delivery catheter system (dcs). The valve was left implanted 2 mm above the annulus and moderate paravalvular leak (pvl) was reported. Another transcatheter bioprosthetic valve was successfully implanted and trace pvl was noted. No adverse patient effects were reported.